Event description:
It was reported that the customer had a large air bubble in the reservoir of the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to return the reservoir of the insulin pump and will be replaced. No further information was reported .

Manufacturer narrative:
Three opened and or used reservoirs were inspected and no air bubbles were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.